Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. After deployment of the closure device, while assessing release criteria, a thrombus was noted on the face of the closure device via transesophageal echocardiography (tee). The thrombus was attempted to be aspirated, but this was unsuccessful. No patient complications were noted and the patient was discharged home the same day post index procedure.